Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements with loss of capture (loc), low r-wave amplitudes, and undersensing. The lead was explanted and replaced. There was no evidence of lead dislodgement. The physician suspects acute exit block. No additional adverse patient effects were reported.